Event description:
The customer reported that alarm issues with their patient information center were occurring. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that alarm issues with their patient information center were occurring. The customer confirmed the reported event and provided all requested information to the philips remote support engineer(rse). The device error logs were received and reviewed by the clinical team, and the clinical team could not conclusively identify the cause of the issue. The rse was also unable to determine the cause of the event despite trouble shooting. Although the reported issue was resolved by restarting the device, it is not known what caused the customer's issue initially. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.